Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a cavitron 300 series g310, they allege that the sterimate and inserts are getting very hot, no injury was reported from the alleged event.

Manufacturer narrative:
Notes: (B)(4) 1/22/2026. Hpc # - 05220, st/hp # - 202210. (B)(4). The usb cable connector was corroded, fc could not charge, debris in water filter, software updated. Damaged parts replaced, unit calibrated and tested to factory's specs. No other faults were found. Customers complaint was not verified, should check the water connection in the office. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.